Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an alarm low tidal volume message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation on going.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.